Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted 2 months later, due to excessive vaulting. Subsequently, the patient had elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens. The patient's bcva is 20/30.